Event description:
The clinician reports the implant was inserted (B)(6) 2018 in fdi 47. Details of surgery: sinus perforation. On (B)(6) 2019, loss of osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: swelling and bleeding. No further patient complications were reported.